Event description:
It was reported that the device detected several episodes of vf and vt due to t-wave oversensing. The physician decided to reprogram the device. However, it was noted that reprogramming will not resolve the issue. It was recommended to consider replacing the sense/pace lead or reposition the lead to possibly have better r-wave sensing. The system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped due to a suspected fracture.